Manufacturer narrative:
G4: 27jul2020. B4: 05aug2020. The customer replaced the power management board but then noticed horizontal line on the display, so he replaced that part as well. He then reported that the device was operating correctly and checked passed performance verification tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported that the ventilator would not power on, but the fan was running. There was no patient involvement. The event occurred in the equipment room. The remote service engineer recommended replacing the power management board to see if that resolved the issue.